Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was user fault. User has not performed a two-point calibration of the oxygen sensor. The issue was resolved after 2p calibration. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer was not trained and reported that the bellavista 1000 us has error "o2 mismatch" the customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite, ran o2 valve offset calibration,photonics calibration,blower reference calibration and chemical o2 concentration calibration. O2 cell 2 point calibration was performed successfully 3 times. O2 dosing test was ran and vent verification all tested okay according to factory specifications. Instructed to allow the o2 cell to warm up for 30 minutes before calibrating. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.